Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) leading to it being previously explanted. There was no device in at time of surgery. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.